Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the 2 of the bd q-syte ¿ extension set had leaks. The following was translated from france to english: our quality team found leaks in 2 pcs of q-syte (batch 2089470) during in-process inspection. The defective units have been isolated.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received three used stopcock manifolds with one q-syte attached to each of the luer ports on the manifolds (a total of 14 q-sytes returned). There was no product documentation returned to indicate the reference or lot number. A gross visual inspection of the returned units did not identify any damage to the components. Each q-syte was tested for leakage by flushing with a luer lok syringe. No leakage was identified in any of the q-syte units. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.